Event description:
The customer reported the air/water channel of the colonovideoscope leaked. The issue was found when preparing the scope for use. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out due to blockage of the channel.. The report is being submitted due to foreign material coming out of the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed. In addition, evaluation found angulation in the up direction was out of standards due to a worn angle wire, the gap of the up/down knob was out of standards due to a worn angle wire, liquid leaked from the up/down and right/left knobs, water cleaning function was out of standards due to deformation of the nozzle, there was a crease (white dots) at the screen due to damage to the charged coupled device, the light guide bundle condition was not good, the light guide lens was broken/chipped, the adhesive part of the bending section cover was broken, the video cable was polluted, the coating of the video cable and universal cord was peeled off, and the distal end was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.